Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs2491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this PICC catheter was ruptured internally when a nurse was removing it one year after the placement, when the patient¿s treatment was completed. Interventional department removed the remaining 13 cm of the catheter left internally.